Manufacturer narrative:
Device evaluated by MFR: the device was returned with a non- boston scientific wire. A visual inspection of the returned device revealed a kink in the proximal sheath assembly. There was no damage observed on the distal tip, however, the guidewire exit port assembly was found damaged(deformed/lifted). Microscopic inspection revealed the guidewire exit port was damaged (deformed/lifted). The telescope assembly was able to properly pull back, advance, and retract. A test guidewire was inserted and no indication of resistance in tracking the guidewire into of the catheter was noted.

Event description:
It was reported that device entanglement occurred. The target lesions were located in the severely calcified mid left anterior descending (lad) artery and diagonal. An opticross 6 hd imaging catheter was advanced over a long non boston scientific (bsc) wire into the mid lad. A short non bsc wire was in the side branch diagonal. When the physician tried to remove the opticross catheter it got hung up on the side branch wire and both the wire and catheter had to be removed together. The opticross catheter was advanced into the lad over the long wire once again and upon removal the catheter got stuck on this wire and both devices had to be removed together. There was no harm to the patient but due to the severity of the calcification, the next day the patient was transferred to another hospital for a rotapro procedure. The device was returned with a non- boston scientific wire. A visual inspection of the returned device revealed a kink in the proximal sheath assembly. There was no damage observed on the distal tip, however, the guidewire exit port assembly was found damaged(deformed/lifted). Microscopic inspection revealed the guidewire exit port was damaged (deformed/lifted). The telescope assembly was able to properly pull back, advance, and retract. A test guidewire was inserted and no indication of resistance in tracking the guidewire into of the catheter was noted.

Manufacturer narrative:
The device was returned with a non- boston scientific wire. A visual inspection of the returned device revealed a kink in the proximal sheath assembly. There was no damage observed on the distal tip, however, the guidewire exit port assembly was found damaged(deformed/lifted). Microscopic inspection revealed the guidewire exit port was damaged (deformed/lifted). The telescope assembly was able to properly pull back, advance, and retract. A test guidewire was inserted and no indication of resistance in tracking the guidewire into of the catheter was noted.

Event description:
It was reported that device entanglement occurred. The target lesions were located in the severely calcified mid left anterior descending (lad) artery and diagonal. An opticross 6 hd imaging catheter was advanced over a long non boston scientific (bsc) wire into the mid lad. A short non bsc wire was in the side branch diagonal. When the physician tried to remove the opticross catheter it got hung up on the side branch wire and both the wire and catheter had to be removed together. The opticross catheter was advanced into the lad over the long wire once again and upon removal the catheter got stuck on this wire and both devices had to be removed together. There was no harm to the patient but due to the severity of the calcification, the next day the patient was transferred to another hospital for a rotapro procedure.